Event description:
It was reported that during an acessa procedure on (B)(6) 2025, the physician was inserting the handpiece, and the physician did not have the camera placed where they were inserting. When the camera panned into the location the needle hit the uterus and created a small nick. Hemostasis was easily and quickly reached. The physician checked that no bowel was hit and continued with the procedure. The procedure was completed successfully, and no additional care was required for the patient.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.